Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. (B)(4).

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.